Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas with serial number (B)(6) exhibited a screen or user-interface issue in which the device could be awakened and certain menus accessed, but the pump could not be unlocked, leading to a replacement being shipped and the original requested for return. Symptoms included alerts for high glucose without user-reported physical symptoms. Outcomes included self-management of hyperglycemia with subcutaneous insulin injections and no need for outside assistance or medical intervention. Investigation included case intake, collection of high glucose details, verification of shipping logistics, and instructions to sync data and inspection of the returned device . Investigation of this device revealed a hardware-related screen unresponsive or lock function malfunction that impeded normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the user-interface hardware or its associated components.